Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6)2010, explanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient¿s surgical lead had ¿moved a few millimeters and did not give enough improvement.¿ it was further reported the lead was ¿taken out because the contacts had detached.¿ the lead was consequently replaced with three different leads. The patient¿s implantable neurostimulator (ins) was also replaced at that time because the ins ¿had to be recharged every day, all day long.¿ the patient¿s ins was ¿playing up¿ and they were ¿recharging all the time.¿ the patient ¿ended up recharging every day and all day and in the morning it still showed the battery needed recharging.¿ a supplemental report will be filed if additional information is received.